Event description:
It was reported that the user experienced recurrent postprandial hyperglycemia while using the ilet, describing blood glucose remaining elevated for over two hours after eating with associated malaise and no identified cause despite user-level checks. Symptoms included feeling unwell with lethargy and brain fog consistent with hyperglycemia. Outcomes included no reported injury requiring medical intervention and no hospitalization. Investigation included complaint intake, user troubleshooting, and education. Investigation of this case revealed no device malfunction identified and an undetermined cause for hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.